Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms noted. The insulin pump delivered properly all bolus programmed during testing, the insulin pump was monitored for 3 days and unexpected delivery of bolus was noted. The motor was tested outside the device and passed. The insulin pump had cracked case at the display window corners, display window, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of unexplained low blood glucose. Customer's blood glucose at the time of the call was 86 mg/dl. Troubleshooting found that the drive support cap was normal but the end of the reservoir chamber was cracked right next to the o ring. The customer also indicated that the pump was exposed to an x ray machine. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.